Manufacturer narrative:
The customer reported that the ups (3rd party unit) did not last long enough during a power outage and caused the central nurse's station (cns) to shut down. They were monitoring transmitter devices. No patient harm reported. The customer requested for new ups with a greater capacity. Nihon kohden is working on sending the customer an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: concomitant medical device: ups model: abce422-11- this is the device that failed, (no serial number was provided). Org: (no model or serial number was provided), zm-530pa's: (no serial numbers were provided).

Event description:
The customer reported that the ups (3rd party unit) did not last long enough during a power outage and caused the central nurse's station (cns) to shut down. They were monitoring transmitter devices. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) medical center reported that the capacity would run out on 2 ups unit's, causing the cns to lose power and shut down. Customer requested an exchange as the ups did not last 5 seconds; power interruption on a/abce422-11med. Service requested: ups exchange. Service performed: nkts processed an exchange of ups. Investigation conclusion: the root cause of the ups failure could not be identified. Per manufacturer's manual, the batteries are designed to last from 2-5 years, but their actual life span will depend on several factors including how often power outages occur, how long power outages last, and the temperature of the environment in which the ups operates. The ups is intended to be used as a back-up power source in case ac power was lost and is not meant to be used as a stand-alone power supply. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. Corrective action: as a corrective action, manufacturer powervar introduced an additional warning and alarm in upm firmware version 1.21 to help prevent and detect this condition. The following fields are not applicable (na) to this report: d4 lot # & expiration date. Additional device information: d11 & c2: concomitant medical device: the following devices were being used in conjunction with the cns: ups model: abce422-11- this is the device that failed, (no serial number was provided). Org: (no model or serial number was provided). Zm-530pa's: (no serial numbers were provided). The following field contains no information (ni), as attempts to obtain information were made, but not provided: e1: email address. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the ups (3rd party unit) did not last long enough during a power outage and caused the central nurse's station (cns) to shut down. They were monitoring transmitter devices. No patient harm reported.